Manufacturer narrative:
Concomitant products: product ID 97792, lot # n358135, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type accessory; product ID 3776-45, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type extension; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type extension; product ID 3776-45, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3776-45, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead; product ID 3776-45, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient was implanted with a new system on (B)(6) 2014. He indicated his leads weren¿t working (B)(6) 2013 and they didn¿t know why it stopped working. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.